Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found stimulator ins functionally okay; insignificant anomalies. Analysis of the tined lead (va0gcs6) found stimulator lead distal end conductor broken (overstress/damaged); insignificant anomalies.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that patient wanted it removed and was explanted.

Event description:
It was reported that the patient never had therapeutic effect and stated that ¿it was worthless, it never helped her , and that it did at first until about a month after the implant. The patient had had their device adjusted 2-3 times and it did not help a bit. The patient wanted to have it taken out so she could get an MRI of her knee which they stated was not related to their therapy. The patient stated they were not told of restriction prior to being implanted. Additional information received on (B)(6) 2015 reported that the patient still had concerns with their device or therapy and had had an appointment on (B)(6) 2015. The patient wished to have their device removed because it was ineffective and needed to have an MRI on their knee and that one of their lead wires was not functioning. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gcs6, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0gcs6, implanted:(B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0gcs6, implanted:(B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).